Manufacturer narrative:
Pending investigation. D10: 6376767 200-02-32 - three peg patella 32mm. H7: z-0021-2022.

Event description:
As reported, the patient had a previous poly swap on (B)(6) 2021. The patient was revised again on (B)(6) 2023 due to severe poly wear. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
H3: the revision reported may have been the result of third body wear, malalignment between the femoral and tibial components, instability, patient-related conditions, the off-label use addressed in the user-related issues section above, or any combination of these possibilities, which led to polyethylene wear of the tibial insert. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. However, this cannot be confirmed as the device was not returned for evaluation, and images of the explanted device and radiographs were unable to be obtained.

Manufacturer narrative:
H3: the revision reported was likely the result of prosthesis wear. Contributing factors may have been instability, implant positioning, patient related conditions, the off label use documented in the user related issues, being packaged in a non-conforming vacuum bag for over five years, or any combination of these possibilities.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d8. The following sections were corrected: b2, h6. The revision reported was likely the result of prosthesis wear. Contributing factors may have been instability, implant positioning, patient related conditions, the off label use documented in the user related issues above, being packaged in a non-conforming vacuum bag for over five years, or any combination of these possibilities. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.